Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high impedance. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.